Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine (20 mg/ml at 1.999 mg/day) via an implanted pump. It was reported that the patient¿s pain management physician sent the patient to the surgeon for possible infection of the pump surgical site in the right abdomen. The patient¿s pain doctor also prescribed an antibiotic to be taken 3 times a day for a week; however, the surgeon felt that the patient did not need to continue to take them as they were not concerned for infection and thought it appeared that the incision had not fully healed yet. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.